Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) alleging the onetouch ultra2 meter system kit was missing the sample lancets. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 1pm, the reporter alleged the issue first occurred. The reporter stated the patient takes no diabetes medications to manage his diabetes. The reporter stated the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated 48 hours after the issue first occurred, the patient felt "sweaty." The reporter stated the patient did not receive any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was no missing product in the system kit. This complaint is being reported as an adverse event since the reporter alleged due to the alleged issue, the patient was not able to test, therefore developed symptoms suggestive of hypoglycemia.